Manufacturer narrative:
Product event summary: analysis found that the programmer displayed an error code when powering on. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer powered off automatically after powering on. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product analysis: additionally analysis indicated that the electrocardiogram (ECG) connector was loose on the printed circuit board (pcb) and the pcb was missing connector grounding clips. The printed circuit board (pcb) was replaced, calibrated, and grounding clips were added. Analysis also noted that the system fan was noisy. The fan was replaced. The software was reconfigured, reloaded, and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.